Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method device was used during a peg placement procedure. According to the complainant, the g-tube could not be pulled through the incision in the patients abdominal wall. Another endovive standard peg kits push method device was opened and used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported as "patient is fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.